Event description:
The customer stated they manually ordered samples as a batch. During review of the architect i2000 result list report it was noted that (B)(6) was missing and there was one additional (B)(6) at the end of the batch. Based on further investigation it appeared that the barcode reader mis-read the (B)(6). The issue was not able to be reproduced. Results were not released and there was no report of impact to patient management.

Manufacturer narrative:
(B)(4); no consequences or impact to patient. (B)(4); display misread an evaluation is in process. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
Additional information was received and the customer's issue was reevaluated. An evaluation was performed regarding the issue the customer reported concerning the sid barcode reader on architect i2000 analyzer (serial #: (B)(4)) misreading the sample identification (B)(6) barcode label for (B)(6). To evaluate this issue, we reviewed the information the customer provided, reviewed the returned system logs, reviewed complaint and internal data, and reviewed labeling in the architect system operations manual. Additionally, barcode labels were created using the same barcode settings that the customer currently has configured for their architect system. Review of the returned photos of the barcode shows that the label is in poor condition with visible defects. Review of the configured system settings for the sample barcode reader indicates that serial # (B)(4) is configured with 3 bar code symbologies: codabar, code 39, and code 128. Both code 39 and codabar have the checksum capability disabled. Reviewing the returned photos and the configured sample barcode reader settings, we were able to determine that the barcode for (B)(6) was configured with codabar symbology, checksums were not configured, and both stop and stop characters are "d." Barcode labels were created for both (B)(6) using the same sample barcode reader settings that are configured for serial # (B)(4). The created barcode labels for (B)(6) display a small difference in appearance. This difference is located in the location that the visible defect was located in the returned photos of the bar code for (B)(6). The operations manual states that the observed problem of the sample ID is truncated may be observed on an architect system when using codabar barcode labels that do not contain checksums. For example, an actual (B)(6). It was recommended that the customer enable the checksum capability when using codabar labels. Additionally, the customer was cautioned against using damaged barcode labels. Based on the available information, a deficiency of the system was not identified. It is recommended that if the customer is using codabar barcode labels, that the checksums should be enabled.

Manufacturer narrative:
Refer to results of evaluation below. To investigate the customer's issue, complaint text, returned system logs, returned attachment, instrument history, as well as architect system labeling and functionality were reviewed. The system logs indicate that possibly sid (B)(4) was inadvertently placed in carrier (B)(4) position 4 instead of sid (B)(4). It appears a batch order starting with sid (B)(4) and ending with sid (B)(4) was ordered. The sids before and after the suspect sid were (B)(4) and (B)(4). Sid (B)(4) was tested 3 1/2 hours after suspect sid (B)(4) and generated an hiv ag/ab result of (B)(6). This test was repeated and generated an error code 0216 "unable to process test, operator requested stop or processing queue access door opened". The sample activity reveals that the bar code reader scanned carrier (B)(4) and each bar coded tube in the carrier. These bar coded tubes that scanned were sids (B)(4). A review of architect (B)(4) instrument history found no other complaints have been reported concerning the bar code reader. Additionally, a review of tracking and trending did not find similar complaints where the rsh bar code reader mis-read a bar coded label without an error code being generated. A review of quality metrics did not identify an adverse trend in conjunction with the bar code reader. The architect system operations manual provides a display of the patient order screen - batch (bar coded) and shows a field for the starting and ending sid. This confirms that the sid does not need to be in sequential order for a bar coded batch order. In conclusion, a deficiency of the architect system was not identified. The 5th number is the only difference between sid (B)(4) and (B)(4). Therefore, user perception of the sids is the most likely cause and the system logs confirm that sid (B)(4) was scanned without an issue by the rsh bar code reader. All the tests ordered for sid (B)(4) were processed with no errors.